Event description:
Information was received indicating that a smiths medical cadd solis vip pump was under infusing. The reporter indicated that, at the facility it was reported pump was reading empty but 200ml was remaining. It was also reported that the patient was an epoch patient and was subsequently assigned a new pump. No patient consequences were reported. No adverse effects were reported.